Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that there was skin erosion at the patient's implantable pulse generator (ipg) pocket site and the placement was shallower than it once was. It was also noted that the patient was not receiving adequate pain relief. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted and in use.